Event description:
It was reported "a small bowel feeding tube was placed and when the patient arrived home, they were unable to flush the tube and ultimately found a small wire sticking out of one of the ports. They pulled it out and brought it back with them. Patient was sedated again, the old tube was removed, and a new tube was placed. The wire with the initial tube was found to be the sheath of the avanos guidewire. This sheath is meant to remain on the guide wire adding additional rigidity, keeping the guidewire intact, and preventing bending of the wire." There was no reported injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 17-mar-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. All information reasonably known as of 08-apr-2026-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.